Event description:
During a 45 minute hallux vagus surgery, a (B)(6) female pt sustained a 2x3cm third degree burn under the plate. Pt was in dorsal decubitus position, and was not repositioned. Reportedly the injury was noted at plate removal and treated first with vaseline gauze and later with plastic surgery. The questionnaire says the plate was on the left flank above the inguinal area, however, the diagram received indicates the plate was placed on the flexion fold of the left hip. The end.

Manufacturer narrative:
No lot number was provided. Without the lot it is not possible to determine the expiration date or device MFR date as required of this form. The used plate had been out of the pouch since the complaint was filed (B)(4) 2011. It is difficult to conduct electrical testing of the sample being the sample was out of the pouch more than 14 days. Plates that remain out of the pouch more than 14 days dry out and we can not conduct accurate electrical testing. This is in alignment with our 14 day out of bag/pouch claim. Retains were tested for electrical performance from product 9130f, lot 2013-07. Impedance is a key factor for measuring electrical performance. Testing was conducted on 2 plates and both met impedance spec. It appears the root cause of the injury may not have been due to the placement of the plate. According to instructions the site and placement of the plate should be on a well vascularized area. The diagram received does not indicate a proper placement site.